Event description:
Device malfunction: clip mislocation. Time of device malfunction: after vessel closure. Symptoms/ae: occlusion. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, two weeks later after an additional interventional procedure, an angiogram performed to assess the access site for arteriotomy closure found that the previously deployed starclose se clip deployed partially in the posterior artery wall causing a 50% occlusion. Reportedly, the patient is asymptomatic and no intervention was scheduled. There were no reported adverse patient effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.